Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device had a bad setscrew. The device was explanted and replaced. No patient complications have been reported as a result of this event.